Manufacturer narrative:
A complete investigation was not able to be performed as no product code, lot number or sample was provided per the study, the use of ptfe covered stents for the treatment of isolated infrarenal aortic occlusive disease is safe and very effective.

Event description:
Received an article titled: polytetrafluoroethylene covered stent placement for focal occlusive disease of the infrarenal aorta. The article evaluated the feasibility and efficacy of polytetrafluoroethylene (ptfe) covered balloon expandable stents. Per the article, adverse events included dissection, hematoma and infection.